Event description:
Complaint is reportable based on analysis completed on (B)(4) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. Vascular access was obtained via the brachial artery. The physician advanced a 3.0x20mm taxus liberte stent to treat the less than totally occluded, concentrically shaped target lesion located in the severely tortuous left anterior descending artery but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Stent struts from the most proximal row of the stent were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" due to the fact that the lesions involved arterial segments with highly tortuous anatomies, which are contraindicated in the directions for use (dfu). (B)(4).